Event description:
Subsequent to the previously filed report, additional information was received stating: it was reported that after using the emboshield nav6 embolic protection system, the filter could not be pulled into the delivery catheter. The delivery catheter was used by mistake instead of the retrieval catheter. No additional information was provided.

Manufacturer narrative:
Device codes: 2017 labeled. Internal file number - (B)(4). Device coding: 2017 - incorrect removal. Evaluation summary: visual inspections were performed on the returned device. The reported difficulty was not confirmed. It should be noted that the emboshield nav 6 instruction for use instructs: remove the delivery catheter while maintaining the barewire filter delivery wire position. Discard the delivery catheter after withdrawal. Additionally, the standard method of retrieval sections instructs to use the provided retrieval catheter to recover the filtration element. In this case, failing to use the retrieval catheter to recover the filtration element caused the reported difficulty. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties were user related. Inadvertently using the delivery catheter to retrieve the filter likely caused the reported difficulty. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that after using the emboshield nav6 embolic protection system, the filter would not be pulled into the retrieval catheter. The filter was removed outside the retrieval catheter with no visible impact to the patient. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.